Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after stent deployment, the connection between the stent and delivery wire broke, making removal difficult, and thus the thrombus could not be collected, but it could be collected by re-storing the stent in the microcatheter. Catheter resistance occurred in the distal shaft. The reported devices and any accessory devices prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for acute ischemic stroke (ais) of the middle cerebral artery. It was noted the patient's blood vessel tortuosity was moderate. The access vessel was the middle cerebral artery with a diameter of 2mm. The patient was not treated with tpa. There were 2 passes with the solitaire device.